Manufacturer narrative:
Updated fields: b4, d8, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings & investigation conclusions), h11 corrected fields: g4. A getinge field service engineer (fse) confirmed reported complaint on site and in device logs. Fse commenced troubleshooting and noticed unit also failed leak tests.also fse discovered occluded tubing on cable assembly, pm to backplane. So fse corrected occluded tubing and re-routed several cables away from pinch points. Device then passes pneumatic module leak test. Device also completes autofill. Fse allowed unit to run at 130bpm with known iab for approximately 60 minutes and initiated iab fill every 15 minutes without any alarms or abnormal function occurring. Device passed all performance and safety tests according to factory specifications. Unit returned to customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use the cardiosave intra-aortic balloon pump (iabp) displayed auto fill failure. Unit was swapped before case was started, there was no patient involvement reported.